Event description:
The penumbra catheter was exiting the patient's body over an advantage glidewire. As it was going halfway through the 6fr sheath, it offered some resistance and broke. The wire, sheath and catheter were all pulled out together as one unit to prevent any possible fragments of the catheter to dislodge into the patient's artery. After the case we investigated the equipment and it appeared that the catheter's inner lining consisting of these wires caught on the advantage wire, slowly unraveling its support causing the catheter to fracture and break in half. An angiogram was done to confirm that no parts of the catheter was left inside the patient's body.